Event description:
As reported, the patient had an initial tsa approximately 4 years ago; exact date unknown. The patient was revised on (B)(6) 2024. The patient had a history of dislocations. The liner was disassociated from the locking mechanism. A new constrained poly was inserted. No issues with surgery. No further information provided.

Manufacturer narrative:
Pending investigation.